Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 325cc breast implants and experienced deflation on the right side and capsular contracture baker grade unknown on the left side. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 450cc, catalog number 3504501bc, serial number (B)(4), lot number 7553483 (r) and serial number (B)(4), lot number 7491903 (l) on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was received without fluid. Yellow material was observed within the device. During initial evaluation a crease was observed on the anterior and extending to posterior aspect, in addition an area of shell abrasion was detected at the end of the crease on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent within the shell abrasion and crease, measuring approximately 0.1 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease and shell abrasion was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).